Manufacturer narrative:
Correction: b5, f10, and h6.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited an alert for an out of range low pacing impedance. At this time, no further information was available. This investigation will be updated should further information become available in the future. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead exhibited an alert for an out-of-range low impedance. It was unknown if this was an alert for pacing or shock impedance. At this time, no further information was available. This investigation will be updated should further information become available in the future. No adverse patient effects were reported.